Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant a crack was noted in the right cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Visual inspection of the pump identified the component was worn down from contact with the kink resistant tubing (krt); however, upon leakage testing, the pump passed. The reported allegations of mechanical issues and a crack in the tubing were not confirmed. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation. Correction to field d6a: implant date.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant a crack was noted in the right cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.